Manufacturer narrative:
Evaluation results - a visual inspection of the returned product shows no visible damage to the lens. There is clear surgical residue on the lens. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted a single piece collamer lens model cc4204bf with no damage to it or patient. However, due to a pre-existing weak capsule the surgeon noticed a tear in the capsule. The surgeon enlarged the original incision to remove the lens and put in a 6.5mm hard lens in the capsular bag and used a suture to close the incision. The reporter stated the doctor stated the capsule tear was due to pre-existing weak capsule.